Event description:
It was reported by the customer that "the inflatable protection part defeated and overflowed", causing an alleged adverse consequence of skin lesions to the patient. No further information was reported.

Event description:
It was reported by the customer that "the inflatable protection part defeated and overflowed", causing an alleged adverse consequence of skin lesions to the patient. No further information was reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event could not be confirmed since the unit was not returned for evaluation. Since the product was not returned for evaluation, no product-related failure or malfunction could be confirmed and no further root cause determination could be performed. Device not returned for evaluation.

Event description:
It was reported by the customer that "the inflatable protection part defeated and overflowed", causing an alleged adverse consequence of skin lesions to the patient. No further information was reported.